Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose. The blood glucose was 600 mg/dl. The customer reported that the transmitter seems it was not communicating with the insulin pump. The troubleshooting was decline for high blood glucose level. The product will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's weight has been changed to 0224. It was reported via phone call that the auto mode was inactive on the insulin pump during the high blood glucose level event.